Event description:
The device was returned to rep, for 2005 CPR guidelines update. After rep received the device, he carried out a technical check. Rep connected an add'l adaptor attached to a metal contact plate to the electrodes of the pad-pak (lot 183). Rep simulated vf on the simulator. After the voice prompt informed analysis was occurring, the device stated that device service was required. Rep tried to simulate other ECG rhythms, but the same voice prompt resulted. He subsequently attached the electrodes to himself and the same resulting voice prompt was heard. The status indicator was flashing, indicating that the device was ready for use.

Manufacturer narrative:
Lot# 183; expiration date: 6/2009. On receipt of the device sam 300, heartsine carried out an inspection of the device. Our investigation established that a total of 44 events were recorded in the memory of the device. The first 24 events related to manual power ups and down with no charge cycles lasting in duration from 0.24 seconds to 1 minute 51.20 seconds. However, during event 25 recorded in the memory of the device, a warning that a "technical service was required and that device should be returned to MFR" was given by the device. Despite this warning, the following events 26 to 44 demonstrated that the device was subsequently subjected to test and upgrades when it should have been returned to the MFR for a technical service. Therefore, it is clear that the device was used outside its recommended use, and that the instructions issued by the device were not followed. Facility was not authorized to carry out the technical check, in other words, the device has been misused.